Event description:
Additional information received indicated that patient had inadequate coverage with both the leads.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event (b3) and patient weight (a4) are estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, (B)(4), serial: (B)(6), batch: a000087568.

Event description:
It was reported that the patient experienced inadequate coverage. Reprogramming was unable to resolve the issue. As such, surgical intervention took place wherein the entire system was explanted and replaced with a new system to address the issue. Therapy was restored post op. Investigation was unable to determine which of the leads attributed to the issue.